Event description:
The doctor reported that the implant was removed due to osseointegration failure approximately 5 and a half months after initial implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was good. During the implant removal surgery, bone resorption was reported. The patient will require another surgical intervention.